Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an inaccurately low result on their onetouch ping meter. The reporter claimed obtaining a blood glucose reading of 50mg/dl with the subject meter and 123mg/dl on a contour meter, as well as 125mg/dl on a secondary contour meter. All of these results were obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.